Manufacturer narrative:
It was reported that the touchscreen was not working. Onsite service was cancelled due to no response from the customer. An onsite service proposal has been sent to the customer for a 2nd time. This investigation is still ongoing.

Manufacturer narrative:
It was reported that the touchscreen was not working. The customer declined service and repair. The customer declined service and repair. No further action was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not working. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).